Event description:
The customer reported condensation under the screen. The customer stated that she jumped into the pool and then the insulin pump was covered with a towel. The customer noticed that the device had a blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.